Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had sensor calibration errors. The customer's blood glucose level was 207mg/dl. The customer states the sensor failed. The customer states they had issues with sensor and blood glucose readings. The customer states the device went into threshold suspend. The customer's level was 182mg.dl and sensor reading as 154mg/dl. Troubleshoot as conducted. The customer was advised the sensor would be replaced and returned for analysis.